Manufacturer narrative:
MDR 1049092-2026-00191 / initial 1 of 6.MDR 1049092-2026-00192 / initial 2 of 6.MDR 1049092-2026-00193 / initial 3 of 6.MDR 1049092-2026-00194 / initial 4 of 6.MDR 1049092-2026-00195 / initial 5 of 6.MDR 1049092-2026-00196 / initial 6 of 6.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 .manufacturing site: 3005471919.

Event description:
End user reports "he used 6 from 1 box but all have lube that appeared to be "dried up and stiff. He said due to the lube being like this, it is even harder to get them out of the package. With these he has to apply additional lube to even use them. He stores them in a room temperature environment. No harm reported."